Manufacturer narrative:
One cadd legacy 1 pump was received in fair physical condition with a damaged housing. The event history log was reviewed and there was no evidence of the reported issue. The device was started in application, and no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure. There was no fault found with the returned pump.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep for no cassette. No patient was involved in this event. No adverse effects were reported.